Event description:
Consumer states heating pad burned hole through the cover. No injuries reported.

Manufacturer narrative:
Unit could not be tested due to damage to pad electrical connector. Visible damage near are of the connector inside the pad. Based on the date code, the heating pad was made according to the original design. The connection between the carbon heater wire and the copper electrical wire may become loose due to excessive flexing, misuse or use beyond that recommended in the labeling. This condition has been duplicated in a lab under excessive abuse testing. The product has been redesigned and improvements implemented.